Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient could not charge the ipg as it was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Sc-1032b (sn: (B)(4)) device evaluation indicated that the device passed all the required tests and revealed normal device characteristics. The depleted ipg was charged to 3.957 volt in one cycle. The daily battery depletion rate without any stimulation was within the range, 1.60 mv. In low power idle mode without any stimulation, the quiescent current measured within the range, 23 ua average at a voltage of 4.0 v. The patient data indicated that the device has not been charged optimally in the field. As the device is capable of being charged fully under a proper charging method, the ipg orientation or depth of the pocket is likely the source of the charging issue.

Event description:
A report was received that the patient could not charge the ipg as it was implanted too deep. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.